Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. The customer's sensor glucose reading was 118 mg/dl but her blood glucose level was 197 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The customer did not exhibit symptoms of a low blood glucose level. The device was not returned.